Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not delivering insulin which was lead to high blood glucose of 260mg/dl. Customer¿s current blood glucose was 250mg/dl. Customer refused to perform troubleshoot for high blood glucose. Product will not be return for analysis.